Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the device found both machines don't deliver oxygen at all despite the fio2 (fraction of inspired oxygen) set to 100%. One of them does not read the fio2 (fraction of inspired oxygen) there is start only. The second unit read always 21%. The customer verified by gas flow analyzer that both units do not deliver oxygen. The hospital has problem in the main air compressor, there is a water comes out with air and the customer think it entered to the machines. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Related to (B)(4).

Event description:
The customer reported to vyaire medical that the avea ventilator display error messages loss of air and low fio2 (fraction of inspired oxygen) and does not deliver oxygen at all. The customer confirmed that there is no patient involvement associated with this reported event.